Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts were stretched and visibly damaged; some struts were pulled over distal bumper tip. The stent had moved on the balloon 2.9 cm in a distal direction but it did not detach from the sds as per complaint report. The maximum crimped stent profile at the time of manufacture is within the specification. The stent protector was not returned for analysis. Stent movement and damage most likely occurred due to handling of the device during unpacking following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp stent markings were visible on the exposed balloon wall which is evidence that the stent was crimped on the balloon prior dislodgement. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The target lesion was located in a coronary artery. A 4.00 x 32 synergy¿ drug-eluting stent (des) was selected to treat the lesion. During preparation, the stent protection sheath was removed. When the stent delivery system was engaged over the guide wire, it was noted that the stent was not mounted to the balloon. The protection sheath was checked and it was confirmed that the stent was in the protection sheath. The device was removed from the guide wire and the procedure was completed with a 3.5x32 synergy des. No patient complications were reported and no patient injury or damage occurred.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. The target lesion was located in a coronary artery. A 4.00 x 32 synergy¿ drug-eluting stent (des) was selected to treat the lesion. During preparation, the stent protection sheath was removed. When the stent delivery system was engaged over the guide wire, it was noted that the stent was not mounted to the balloon. The protection sheath was checked and it was confirmed that the stent was in the protection sheath. The device was removed from the guide wire and the procedure was completed with a 3.5x32 synergy des. No patient complications were reported and no patient injury or damage occurred.